Manufacturer narrative:
Analysis was performed by a remote service engineer (rse) which included remote troubleshooting with the customer biomedical engineer. It was identified that the system configuration had alternative sounds enabled. The rse directed the biomedical engineer on how to disable alternative sounds. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was configuration enabled for alternative sounds. The issue was resolved by disabling alternative sounds. After the configuration change, the speaker started working again and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a patient information center ix indicating that there is no sound to the alarms. The device was in use on a patient at time of event, there was no adverse event reported.